Manufacturer narrative:
On (B)(6) 2019 - customer reported that pump was making a strange noise and the smell of burning. Then the screen has been gradually bleeding black and won't turn off. On (B)(6) 2019 - confirmed with engineering that event falls under a known issued "smoking pump". This event has been investigated and already previously reported.

Event description:
On (B)(6) 2019 - customer reported that pump was making a strange noise and the smell of burning. Then the screen has been gradually bleeding black and won't turn off. On (B)(6) 2019 - confirmed with engineering that event falls under a known issued "smoking pump". This event has been investigated and already previously reported.